Manufacturer narrative:
A getting field service engineer (fse) reported that no parts were replaced regarding the display issue, and that the iabp unit had been cleared for use and returned to the customer.

Event description:
It was reported that prior to use, it was observed that there was no display for the cs300 intra-aortic balloon pump (iabp). It was later clarified that the display was observed to be unstable. There was no patient involved and no adverse event was reported.

Manufacturer narrative:
A getting field service engineer (fse) was dispatched to investigate. The fse evaluated the iabp unit and removed and refixed the display cable which allowed the display to return to normal. Testing is still ongoing. A supplemental report will be submitted if additional information is provided. The first name of the initial reporter has been abbreviated due to field character limit; the full name should read (B)(6).

Event description:
It was reported that prior to use, it was observed that there was no display for the cs300 intra-aortic balloon pump (iabp). It was later clarified that the display was observed to be unstable. There was no patient involved and no adverse event was reported.

Event description:
It was reported that prior to use, it was observed that there was no display for the cs300 intra-aortic balloon pump (iabp). It was later clarified that the display was observed to be unstable. There was no patient involved and no adverse event was reported.